Event description:
The customer reported being hospitalized due to high blood glucose of 322mg/dl by the time the paramedics were called. Troubleshooting could not be performed as customer has been off the insulin pump for several months, and all the settings are gone. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that all the operating currents are within specifications. The device passed the displacement, rewind, basic occlusion, self, and off no power test. However, the device was unable to prime due to a faulty force sensor. Further testing could not be performed due to the prime anomaly.